Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a patient's low glucose (gluc) serum result generated by unicel dxc 800 pro clinical system. The sample was repeated and higher result was obtained. Additional information is not provided to determine if the result was reported out of the laboratory and/or if patient treatment was impacted by this event.

Manufacturer narrative:
Per customer, calibration and qc results were within established range prior to the event. A bci field service engineer (fse) replaced the cartridge chemistry sample probe. A clear root cause cannot be determined for this event.